Event description:
The customer reported the pump froze and locked up. It remained that way until the battery was removed.

Manufacturer narrative:
Investigation results: the reported complaint was confirmed per the log report but the event could not be duplicated. Note: log shows se 75, 123. Tested pump with active wireless for (B)(4) hours resulting in no se 75, 123. Performed preventative maintenance service.